Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a research conducted for laparoscopic sleeve gastrectomy on 180 patients, there was one instance wherein the procedure was converted to open surgery because of technical problems with a stapler. Two leaks from the resection line, one reoperated and the other conservatively treated. One patient developed hemorrhage from the short gastric vessels necessitating reoperation and splenectomy. One pulmonary embolism from deep vein thrombosis conservatively treated.

Manufacturer narrative:
Upon review of the file, this event does not meet our regulatory reporting criteria. If information is provided in the future, a supplemental report will be issued.